Event description:
On (B)(6) 2009, intraperitoneal port was removed after completion of chemotherapy. Port removed without difficulty and documented as "intact." Approx 1 1/2 years later patient begins experiencing pain in region of removed port. CT identifies a possible foreign object. On (B)(6) 2011, procedure performed to remove object, which was a plastic tube like structure, 8/10mm in length, appearing to be distal end of the peritoneal catheter. Reason for use: abdominal carcinomatosis probable primary ovarian carcinoma.